Event description:
The product we use is the fresenius 160nr dialyzer, which is e-beam sterilized. The patient's first dialysis treatment was more than two months ago. In one week her platelet count dropped. During her treatment two weeks later, she developed a fever and because we suspected line sepsis she was brought to the ER. When they checked her platelet count, it had plummeted. She then received a platelet transfusion so a dialysis catheter could be placed. She was tested for heparin-induced thrombocytopenia (hit) and the results came back positive. Heparin was d/c. We suspected that our e-beam sterilized dialyzers might also be playing a role with this thrombocytopenia. Patient's platelet count rebounded and steadied after we switched her to another fresenius dialyzer, that is sterilized with ethylene oxide. So far so good.